Manufacturer narrative:
Product event summary # product ID# 7271. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with an implantable cardioverter defibrillator (ICD) was deceased. Interrogation of the ICD indicated that the device had reached elective replacement indicator seven months prior to the patient death. It was also noted that there was an alert for long charge time four months prior to the death. Approximately a week prior to the death the ICD tripped charge circuit inactive status. The day prior to the death two episodes of ventricular fibrillation were noted with no shocks delivered. The cause of death was reported as ventricular fibrillation and ischemic cardiomyopathy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: implantable defibrillation lead product ID 6996sq58 implanted: 2003-(B)(6); implantable defibrillation lead product ID 694765 implanted: 2003-(B)(6). (B)(4)